Manufacturer narrative:
Inspection of the download data found that the pod generated an alarm, indicating a reset caused by sawcop expiration. No timeouts or drive stalls were present in the data. During the investigation, the pod was able to communicate successfully with the master personal diabetes manager. No damages or defects were found that would result in communication issues. The cause of the reported communication error during pod operation could not be determined. Additionally, investigation of the pod found no damages or defects that would result in a hazard alarm. It could not be determined if the alarm contributed to the reported communication issues. The exact cause of the alarm could not be determined. Inspection of the fluid path components found the soft cannula to be torn and shortened, resulting in damage to both the exposed and unexposed portions of the soft cannula. No evidence of internal leaking was found. The exact timing and cause of this damage could not be conclusively determined.

Event description:
It was reported the patient's blood glucose level rose to >250 mg/dl while wearing the pod between 24 and 36 hours. The patient reported receiving a communication error while wearing the pod. Treatment information was not provided.